Event description:
It was reported by service report that the left and right handles were broken, resulting in sharp edges being exposed and bare wires being exposed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Handles.